Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted roux-en-y hepaticojejunostomy surgical procedure, the monopolar was not firing and c_34 error reporting while activation. The issue persists after switching to another port and recommended to restart the erbe. Customer is not ready for further troubleshooting steps due to surgery in progress and suggested to use backup generator for monopolar energy action as a temporary. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted site used an external generator to resolve the reported issue and the procedure was completed robotically with external generator. There was no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and issue could not be confirmed using log reviews; however, the unit displayed errors, c-06, m-18 and m-1. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c-3 upon startup, and a review of the erbe log showed errors c-00, m-36 and c-84. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.